Event description:
The three-piece modular endovascular graft was deployed without complication. Post angiogram viewed a distal type I endoleak on the ipsilateral leg graft. The physician felt that only one stent body was needed to provide a secure seal of the graft to the vessel wall in the common iliac artery. Because the placement of the graft appeared to be at a good location in the artery, the choice was made to telescope another iliac leg graft up inside the ipsilateral leg graft, extending the graft distally the needed one stent body. Final angiogram viewed good flow through the entire graft and a resolve to the distal endoleak. No other endoleak presence was noted.